Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was selected for implant. The device was sized using transesophageal echocardiogram (tee) and fluoroscopy. The left atrial appendage was "kind of cauliflower shape." The landing zone measurement was 12mm from ostium, minimum was 19mm and maximum was 24mm. During procedure, first deployment showed a roman helmet shape. The amulet was repositioned twice. Prior to release, tee and fluoroscopy were reviewed and close criteria was met. Tug test was also performed with good results. No leak was observed around the amulet. The physician started to release the amulet from the cable, but then it was observed that the amulet was out of position. However, at the moment the physician was instructed to stop releasing, the amulet released from the delivery cable. The user stated that the cause of embolization was due to difficulty in obtaining a good tee. The amulet did not embolize down to the left ventricle and did not block any arteries. The amulet was attempted to be snared; however, this was unsuccessful and the patient was referred for surgical removal. A new 25mm amplatzer amulet was successfully implanted. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was selected for implant. The device was sized using transesophageal echocardiogram (tee) and fluoroscopy. The left atrial appendage was "kind of cauliflower shape." The landing zone measurement was 12mm from ostium, minimum was 19mm and maximum was 24mm. During procedure, first deployment showed a roman helmet shape. The amulet was repositioned twice. Prior to release, tee and fluoroscopy were reviewed and close criteria was met. Tug test was also performed with good results. No leak was observed around the amulet. The physician started to release the amulet from the cable, but then it was observed that the amulet was out of position. However, at the moment the physician was instructed to stop releasing, the amulet released from the delivery cable. The user stated that the cause of embolization was due to difficulty in obtaining a good tee. The amulet did not embolize down to the left ventricle and did not block any arteries. The amulet was attempted to be snared; however, this was unsuccessful and the patient was referred for surgical removal. The laa was ultimately surgically closed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the caused of the reported device embolization appears to be related to procedural conditions (due to difficulty in obtaining a good tee). The reported surgical intervention was a result of case-specific circumstances as a device was surgical removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.